Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
Customer stated she opened a new box of strips and both bottles were already open. She observed some condensation in the bottles. No adverse event was alleged. The customer was advised to return the strips for investigation. New strips were sent to her.